Manufacturer narrative:
This report is being filed against an ex-u.s product (02g22) which has similar products (01l80 and 04p53) distributed in the u.s. (B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Event description:
The customer reported discrepant results for the architect (B)(4) qualitative ii assay generated from six patient samples. One patient sample (sid (B)(6)) generated a (B)(6), which was later repeated (B)(6) on (B)(6) when tested with another architect analyzer. No impact to patient management was reported. The customer is questioning the negative result.